Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a cracked intraocular lens (iol). Additional information was provided by the scrub tech, who reported that the event occurred during the intraocular lens (iol) implant procedure. The iol was removed and replaced during the procedure. There was no patient harm. According to the scrub tech, in the surgeon's opinion the iol, shooter or cartridge contributed to the event. There are two medical device reports associated with this event. This report is for the cartridge.